Event description:
As reported by the user facility: detailed inquiry description: nurses are reporting having to troubleshoot alarms very creatively. Sometimes one thing works, and then the next time it is something else. After exhausting all efforts with priming, flicking, reloading tubing, re-priming tubing, and switching pumps, sometimes the nurse finds success cleaning the sensors and tubing with alcohol wipes. Another nurse reports having to loosen the y-site connection with the secondary line which has helped with dso. B. Braun manager of clinical success reported that the events were reported during an onsite visit on 25may2023 and that no serial numbers were noted during the visit. She added that many times, the nurses report there are no visible air bubbles. If they are present, it is a tiny microbubble that should not be large enough to trigger the air bubble alarm.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.